Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific identification info was not provided, precluding a review of the device history record.

Event description:
Pt presented with suture dehiscence. The pt is reportedly in good condition. This event report was received through clinical data collection activities.